Event description:
It was reported to philips the device battery pins needed evaluation. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. A philips field service engineer (fse) evaluated the device. The fse found the battery pca pins were bent. It was determined that the battery pca needed to be replaced to return the device to working condition. The fse replaced the battery pca. The device passed all performance assurance tests and was placed back into use with the customer.